Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for preventing pregnancy. On or about (B)(6) 2011, plaintiff underwent a confirmation test to ensure the essure device to confirm tubal occlusion. She began experiencing weight gain, swelling in her stomach, abnormal prolonged heavy bleeding, severe left side pain, severe right abdominal pain, metal taste in her mouth, severe pelvic pain, pain during intercourse, severe low back pain, and perforation. On or about (B)(6) 2016, she underwent a hysterectomy and left salpingectomy to remove the left coil of the device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal prolonged heavy bleeding (interpreted as genital bleeding) and perforation (interpreted as uterine perforation). She underwent a hysterectomy and left salpingectomy to remove the left coil of the device, approximately 5 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the event abnormal prolonged heavy bleeding, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Regarding the perforation, the exact date and mechanism of this event is unknown. Given the nature of the event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
A quality-safety evaluation was received on 01-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal prolonged heavy bleeding (interpreted as genital bleeding) and perforation (interpreted as uterine perforation). She underwent a hysterectomy and left salpingectomy to remove the left coil of the device, approximately 5 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the event abnormal prolonged heavy bleeding, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Regarding the perforation, the exact date and mechanism of this event is unknown. Given the nature of the event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation"), procedural haemorrhage ("non stop bleeding at the time of placement") and genital haemorrhage ("abnormal prolonged heavy bleeding") in a 29-year-old female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy on (B)(6) 2009. Previously administered products included for birth control: depo injections from 2009 to 2011. Concurrent conditions included anxiety since 2007, bipolar disorder since 2007, depression since 2007 and schizophrenia since 2007. Concomitant products included fluoxetine hydrochloride (prozac) since 2007, hydroxyzine embonate (hydroxyzine pamoate) since 2007, nitrofurantoin (macrobid) since 2007, quetiapine (seroquel), topiramate since 2007 and tramadol since 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In december 2011, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("swelling in her stomach"), pelvic pain ("severe left side pain/ severe pelvic pain/pain"), abdominal pain ("severe right abdominal pain"), dysgeusia ("metal taste in her mouth"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), back pain ("severe low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), oligomenorrhoea ("oligo menorrhea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal infection ("vaginal infection"). The patient was treated with surgery (partial right salpingectomy and removal of essure, laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, procedural haemorrhage, genital haemorrhage, weight increased, abdominal distension, dysgeusia, dyspareunia, back pain, menorrhagia, urinary tract infection, oligomenorrhoea, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, alopecia and vaginal infection outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, procedural haemorrhage, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unsuccessful tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2011. Lot number (846833) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, oligo menorrhea migraines, headaches, dental problems, dysmenorrhea(cramping), perforation (fallopian tubes), fatigue, hair loss and vaginal infection added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation"), procedural haemorrhage ("non stop bleeding at the time of placement") and genital haemorrhage ("abnormal prolonged heavy bleeding") in a 29-year-old female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy (4 ectopic pregnancies) on (B)(6) 2009, salpingectomy partial in 2009, asthma, parity 3 (3 living children), multi gravida and allergy to insect sting. Previously administered products included for birth control: depo injections from 2009 to 2011. Concurrent conditions included anxiety since 2007, bipolar disorder since 2007, depression since 2007, schizophrenia since 2007, nocturia, shortness of breath, hemorrhagic cyst, rash, tinea corporis, hemorrhagic ovarian cyst, premenopause, cold intolerance, obesity, anhidrosis and incision site infection. Concomitant products included budesonide w/formoterol fumarate (symbicort), montelukast (singulair) and salbutamol (albuterol) for asthma as well as fluoxetine hydrochloride (prozac) since 2007, hydroxyzine embonate (hydroxyzine pamoate) since 2007, nitrofurantoin (macrobid) since 2007, quetiapine (seroquel), topiramate since 2007 and tramadol since 2011. In (B)(6) 2011, the patient experienced pelvic pain ("severe left side pain/ severe pelvic pain/pain"), abdominal pain ("severe right abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), oligomenorrhoea ("oligo menorrhea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("swelling in her stomach"), dysgeusia ("metal taste in her mouth"), back pain ("severe low back pain") and vaginal infection ("vaginal infection"). The patient was treated with sulfamethoxazole, surgery (partial right salpingectomy and removal of essure, laparoscopic hysterectomy with left salpingectomy) and surgery (partial right salpingectomy and removal of essure, laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, procedural haemorrhage, genital haemorrhage, weight increased, abdominal distension, dysgeusia, dyspareunia, back pain, menorrhagia, urinary tract infection, oligomenorrhoea, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, alopecia and vaginal infection outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, procedural haemorrhage, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unsuccessful tubal occlusion; on an unknown date: they are both located distally pregnancy test - on (B)(6) 2011: negative; on an unknown date: negative. Smear cervix - on an unknown date: abnormal. Ultrasound pelvis - on an unknown date: normal. Ultrasound scan vagina - on (B)(6) 2015: 7cmx5cm left hemorrhagic cyst x-ray - on an unknown date: both essure devices are in pelvic area findings: uterus measures 7.4 x 3.9 x 4.7 cm. The uterine echotexture is normal. The endometrium measures 3.8 mm, which is normal. The loll ovary measures 7.4 x 3.9 x 4.8 cm. The appearance is consistent with a hemorrhagic cyst with mixed echogenic contents and a thin rim of normal ovarian tissue. Color doppler shows normal flow in the ovarian tissue with no flow in the hemorrhagic cyst. The right ovary measures 1.6 x 1.1 x 1.3 em. The echntexture is normal. Impression: enlarged, abnormal hi ovary consistait with a hemorrhagic cyst. Recommend six-week follow-up ultrasound. No other pelvic masses or free pelvic fluid. Lmp: (B)(6) 2015. Ultrasound pelvis: the right ovary measures 2.65 x 2.3 x 2.58 cm at. A cyst measuring 1.8 x 1.5 x 1.76 cm is, noted. Physiologic cyst in the right ovary. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.